Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was beeping after every five minute. Customer's blood glucose level was 310 mg/dl. Customer reported that they performed self test to confirm the sound made by insulin pump. However; customer reported that they did not here any one sound that pump was making. The insulin pump will not be returned for analysis.